Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error as well as motor position encoder error alarm. The customer blood glucose level was 85 mg/dl at the time of incident. Customer reports the drive support cap appears normal. The insulin pump alarm history contains both an motor position encoder error alarm and more than one motor error alarm within the last 30 days. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was assisted with troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will not be returned for analysis.